Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable threshold values, which resulted in inconsistent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.